Manufacturer narrative:
G4:06apr2021. B4:04may2021. The service engineer (se) inspected the device. The se replaced the power management board. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had a blank screen and could not be turned on. Reportedly, the mains charge indicator lights were on. The customer tried on mains, on battery, by disconnecting the battery without success. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.